Manufacturer narrative:
H11: the actual device was not available; however, the machine was evaluated on-site by a vantive qualified technician. The technician carried out a system self-test of the syringe pump without any problem detected. The alarm t0586 syringe line clamped was reported. The provided machine logs were not those recorded during treatment; therefore, a logs analysis could not be completed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an inaccurate delivery was observed from a heparin syringe during continuous renal replacement therapy with a prismax machine. An attempt was made to change the syringe, and the 20ml of heparin that remained was flushed into the circuit. There was no report of medical intervention associated with this event. No additional information is available.